Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the unexpected delivery of a ventricular tachyarrythmia therapy and the right ventricular (rv) lead integrity alert triggered. It was noted beginning (B)(6) 2016, there were 202 ventricular sic, episodes of non-sustained ventricular tachycardia (ns-vt) and high rate-ns, ventricular oversensing of noise, and ventricular fibrillation (vf) detected episodes with lead noise oversensing, along with vf detected episodes with inappropriate shocks. The rv lead integrity warning occurred on (B)(6) 2016 for two or more high rate-ns episodes and sic >= 30 in three days. Concomitant product: 5076, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and oversensing of noise was observed on the right ventricular (rv) lead. It was noted the implantable cardioverter defibrillator (ICD) noise algorithm was unable to avoid detection of noise and withhold therapy, as the episode of noise had over-passed the threshold time of retention. The rv defibrillation portion of the lead was explanted and replaced and the superior vena cava (svc) portion of the lead remains in use, along with the ICD. No further patient complications have been reported as a result of this event.